Event description:
Customer reported monitors have images burned into them and that the x-ray tube and high voltage cable need to be replaced. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube, high voltage cable, and monitors. System operates as intended. This MDR is related to ge healthcare complaint number.